Event description:
It was reported that a wireless battery module restarts a pump. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that the battery module will restart the device due to a failed wireless flex assembly. Further evaluation determined that this caused by fluid intrusion. An insufficient amount of sealant was applied to the battery case which allowed the fluid intrusion. The wireless module was replaced.